Event description:
It was reported that after completion of a da vinci-assisted bariatric revision (duodenal switch) procedure, the patient had a staple line leak. The surgeon reportedly used a sureform 60 stapler instrument during this procedure and fired four white sureform 60 reloads and one blue sureform 60 reload. It is unknown what previous bariatric procedure was performed and was now being revised to a duodenal switch. In addition, the cause of the leak is unestablished. Furthermore, the specific tissue involved with the staple line leak is unknown. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The surgeon alleged that the leak was due to a da vinci staple line, but further information was not provided. The white sureform 60 reload used during this event has been requested for return, but has not been received at this time. A follow-up MDR will be submitted if additional information is obtained. An advanced stapler log review cannot be performed at this time. The surgeon performed multiple da vinci-assisted bariatric revision procedures on (B)(6) 2022 and it unknown what specific case is associated with the reported event. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted bariatric revision (duodenal switch) procedure, the patient experienced a staple line leak. It is unknown what medical intervention, if any, was administered due to the operative complication. Additionally, the cause of the complication is unknown.